Manufacturer narrative:
Correction: d4, h2, h11.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, h2, h11.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent delay could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, it was noted that there was an issue with the connection between the ampere generator and the ensite x amplifier. The fiber optic cable connection was okay. The ensite x amplifier was rebooted 2 times, a new study was started, the ampere generator and ensite x amplifier were then both restarted without resolve. The ensite x amplifier was then restarted 3 more times, which resolved the issue. It was unclear which method of troubleshooting resolved the connection issue. Later, it was noted that there was an issue with collecting data with both the vl catheter and tacticath se ablation catheter, the ensite x amplifier was rebooted, and the issue was resolved.

Event description:
During an atrial fibrillation procedure, it was noted that there was an issue with the connection between the ampere generator and the ensite x mapping system. The ensite x mapping system was rebooted 2 times, a new study was started, the ampere generator and ensite x mapping system were then both restarted without resolve. The ensite x mapping system was then restarted 3 more times, which resolved the issue. It was unclear which method of troubleshooting resolved the connection issue. Later, it was noted that there was an issue with collecting data with both the advisor vl mapping catheter and tacticath se ablation catheter, the ensite x mapping system was rebooted, and the issue was resolved.